Manufacturer narrative:
No product or radiographs were provided for evaluation. Should new information be provided a supplemental report will be filed. Potential adverse events and complications "potential risks identified with the use of this system, which may require additional surgery, include: neurological, vascular or visceral injury..." Not returned

Event description:
On (B)(6) 2017, a patient underwent posterior fusion at l4-s1 levels. On (B)(6) 2017 a revision surgery was performed to remove a spinal hematoma. The patient is reported to be doing well after the revision surgery. No product malfunction reported.